Manufacturer narrative:
Evaluation was completed by field service. The stellaris pc serial number (B)(4) was tested and all functioning tests were within specification. It is unknown if the reported device issue was related to the postoperative complication. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(6) reported the ultrasound hand pieces became hot during a combined surgery. They were replaced; however the problem persisted. The system was changed out and surgery continued. Postoperatively the patient was diagnosed with endophthalmitis. Additional information received august 11, the patient was transferred to another hospital for treatment of the endophthalmitis, so outcome is unknown.